Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The trigger housing was received with motor drive unit end of the drive cable in partially damaged condition and due to this condition, it was difficult to connect to the motor drive unit. The trigger selection knob was found in broken condition on one side of the trigger handle and the blade appeared dull visually. The device operated as intended during the evaluation.

Event description:
It was reported that a patient underwent a diagnostic laparoscopy and a procedure to remove a hard, dense fibroid on (B)(6) 2012. During the procedure the device was stopping and starting and pulsating instead of continuously cutting. One of the port incisions was enlarged so that a fibroid could be removed with a pouch. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.